Manufacturer narrative:
G4:02apr2021. B4:05apr2021. The evaluation results from the fse indicate that the unit was working properly, and no failure codes were found. There is no evidence that the device actually failed during patient use. The available information suggests that this was most likely a request for field change order implementation, mainly since the fse reported that the unit had been out of service since march 2020, when the fsn was sent out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported that during clinical use. The ventilator failed relevant to the power management board. There was no report of patient harm as a result of the event. The field service engineer (fse) evaluated the device and alleged condition was not duplicated. The fse replaced the power management (pm) printed circuit board assembly (pcba) was replaced as a precautionary only. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to patient use.